Event description:
The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that nurse had issues communicating with her programming system. The usb cable was changed and normal service resumed. Return of the usb cable for analysis is expected, but it has not been received to date.